Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during dwell two of three of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. The caregiver (cg) informed the technical services representative that they cleared the alarm the previous night. There was nothing unusual reported during the troubleshooting that could have caused or contributed to the alarm. The cg stated that the hp did a manual exchange to complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.